Manufacturer narrative:
The device involved in the event was returned. The returned device was examined and the repeatability test (tensile strength testing etc.) Was conducted using reserved samples with the same lot number as that involved in the event. Also, the investigation was conducted by reviewing the records of the manufacturing processes of the IV catheter with the same lot number as that involved in the event, and it was confirmed that there were no manufacturing processes that caused or contributed to the event, and there were no manufacturing records of visual inspections that showed the cause of or contribution to the event. Judging from this examination, the cause of this fracture is that the device was not properly fixed to the patient's body during patient care, and the catheter was repeatedly bent during placement. This resulted in a decrease in tensile strength of the catheter to a point where the catheter could not withstand the pull force and fractured. Lot#: 23b22s9, 23c21s4 and 23d27s1.

Event description:
On (B)(6) 2023, at a hospital in america, it was reported that supercath5 safety i.v. Catheter was fractured when staff was caring for a patient on a routine basis. The fractured portion was found in the patient's bed. There was no reported patient injury as a result of this event.